Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-jan-2021. The most recent information was received on 15-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal distension ("abdominal swelling"), back pain ("lumbar pain / upper back pain"), abdominal discomfort ("pulling sensation in lower abdomen"), fatigue ("fatigue"), sleep disorder ("sleep problems") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal distension, back pain, abdominal discomfort, fatigue, sleep disorder, arthralgia and weight increased outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, arthralgia, back pain, fatigue, pelvic pain, sleep disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal distension ("abdominal swelling"), back pain ("lumbar pain / upper back pain"), abdominal discomfort ("pulling sensation in lower abdomen"), fatigue ("fatigue"), sleep disorder ("sleep problems") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal distension, back pain, abdominal discomfort, fatigue, sleep disorder, arthralgia and weight increased outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, arthralgia, back pain, fatigue, pelvic pain, sleep disorder and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.